Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15486011) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The device, inter alia, caused severe and persistent chest and back pain. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and requires extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile from (ppf) indicates that the device was unable to be retrieved although there have been no documented attempts made. The patient also reports to be suffering from anxiety and mental anguish. According to the medical records, the patient had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was successfully deployed during the index procedure with no reported complications.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per the medical records, the patient had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was successfully deployed during the index procedure with no reported complications. The device caused severe and persistent chest and back pain. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and requires extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile from (ppf) indicates that the device was unable to be retrieved although there have been no documented attempts made. The patient also reports to be suffering from anxiety and mental anguish. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The trapease device is not indicated for retrieval. Anxiety, chest and back pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient co-morbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.